Event description:
It was reported that balloon inflated higher than the markers. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the inflation was higher than the markers. The procedure was completed with a 2.0-15 non-bsc balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon inflated higher than the markers. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the inflation was higher than the markers. The procedure was completed with a 2.0-15 non-bsc balloon catheter. No patient complications were reported. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed that the tip and exit notch is damaged. The balloon was inflated and was measured at 12mm which is with specification limits. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported incorrect balloon length.